Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not meet release criteria. The device was recaptured and repositioned multiple times before it was noted that there was a perforation of the laa. The perforation resulted in a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and extracted 1300cc of fluid from the patient. Additionally, the patient was given units of blood. The patient was stabilized following this treatment and brought back to the ICU to remain under observation. The patient is expected to make a full recovery.